Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during an event. No further details were provided. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue; however the issue was verified through the device's electronic records. Physio replaced the battery pins, power pcb assembly and battery wire harness cable as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during an event. No further details were provided. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.